Event description:
Pt underwent surgery as the result of a car accident. Pt was warmed during surgery with a 200 series warming unit with no blanket attached. Pt sustained second and third degree burns on the lower extremities. Burns caused by product misuse: warnings are provided on every warming unit, in instructions for use packaged with every blanket, on a label attached to every blanket, in the operations manual and in the service manual stating that series 200 warming units are not to be used in operating rooms and that a blanket must be attached to the hose.